Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, intermittent loss of capture was observed on the right ventricular lead. Upon echo testing, it was determined that the right ventricular lead was dislodged. Later patient was transferred to another hospital and the physician explanted and replaced the lead. The patient was stable before, during and post procedure.